Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to g3 of the initial medwatch. The aware date should be march 19, 2024. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, and the identification of the foreign material is unknown. However, the issue of adhesion/clogging of the foreign material in the a/w cylinder and a/w channel was not confirmed. Also, it was unknown if the reprocessing steps at the material residue point were deviated from the instruction manual for the above issue. The adhesion/clogging of the foreign material in the distal end was confirmed and the foreign material was possibly not removed for this issue since the reprocessing was not conducted properly due to shaving of the distal end. Additionally, the stain (foreign material) inside the light guide lens was confirmed. The foreign material adhered to not an outer surface of the scope was not removed by reprocessing. It is presumed that humidity invaded the light guide lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or light guide lens glue peeled off by chemical stress such as chemical solutions used for the device. For suggested event foreign material in the air water cylinder and air water channel the instruction manual states the detection method associated with the event in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection and preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). For suggested event discoloration inside the light guide lens the event can be detected in accordance with the following instructions for use(IFU): IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign material in the air/water tube, distal end, and air/water cylinder. The inside of the light guide lens appeared to be discolored. There were no reports of patient involvement.